Manufacturer narrative:
Depuy still considers this complaint closed.

Event description:
Update: (B)(4) 2013-sales rep reported patient underwent revision of left hip due to high levels of chromium and cobalt. The part/lot were provided. There is no new additional information that would affect the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges patient had pain, loss of mobility, swelling, inflammation, damage to surrounding bone and tissue, metallosis, osteolysis and formation of pseudotumors after asr hip implant.